Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence as the cuff did not close well, leading to a surgical intervention. During the procedure, the entire aus was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this aus underwent a thorough analysis. The pressure-regulating balloon (prb) was visually and microscopically examined, leak and functionally tested. The balloon did not pass the functional test, as it performed out of specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the device. The cuff was not available for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on the information available and analysis results, the anomaly identified in the prb could have caused or contributed to the reported clinical observation of mechanical issue.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced constant urinary incontinence as the cuff did not close well, leading to a surgical intervention. During the procedure, the entire aus was removed and replaced. There were no patient complications reported.